Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after a short delay, the operation was continued and completed robotically without any further technical difficulties. Support was contacted by telephone and the erbe generator was replaced the following day. Monopolar energy could be used throughout, but the coagulation mode had to be switched to "classic".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. During the power-on test, error c-34 was observed, confirming that the fault occurred in the field. A visual inspection revealed no issues related to the reported event. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered a constant error c-34 on the integrated electrosurgical unit (iesu) or erbe generator when using monopolar energy. The customer noted that the bipolar energy was still working and that they power cycled the erbe prior to calling in the issue but the error remained. The technical support engineer (tse) advised the customer to adjust the erbe settings to classic, though the energy output would be lower. The customer continued the case and noted they did not have other generator options. The procedure was completed with no reported injury.